Manufacturer narrative:
One companion sample was received for the leak condition. The reported condition of a leak was not confirmed. The sample was visually and functionally tested according to protocol. The sample functioned as intended. The unit also passed under water leak testing according to iso requirements. As the reported condition was not confirmed, a root cause is unknown at this time. Should additional information become available, a follow up medwatch will be submitted. (B)(4)

Event description:
The customer reported a leaking stopcock in an unknown area with the 2 4 way large bore stopcock with rotating male luer lock. The customer reported that the leak occurred in the pediatric intensive care unit. This incident occurred during patient use. There was no patient injury or medical intervention associated with this report. No additional information was available.